Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator did not recognized the ac power. No patient involvement.

Manufacturer narrative:
Investigation outcome: it was reported that device did not recognising ac power. This occurred without patient involvement. Hamilton ventilators are subject to a mandatory preoperational check before clinical use. This routine procedure includes verification of external power functionality, battery status, and alarm operation. As such, any battery-related issue would typically be detected and resolved prior to patient connection, thereby preventing the risk of unnoticed malfunction during therapy. The issue was identified in a non-clinical setting, and the device remained under continuous supervision by the user. According to the received information, the issue was resolved by exchanging the power supply assembly. The device functions again as intended. This case is considered as closed.